Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the suture got detached from the needle and happened in multiple occurrences. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle piece removed from the patient during the same procedure? Unknown what tissue/location was suturing when pull off occurred? Unknown. Was there any patient consequence or injury? No. What medical/surgical intervention was provided? No, surgeon grabbed another suture pack what is the condition of the patient? Unknown. Lot number? Unknown procedure name and date? Unknown. Event date? Unknown. How many devices presented needle pull off from suture during this single procedure being reported? Unknown, little information known/received. Did the pull off occurred during use on the patient or upon handling before use on the patient? Unknown. Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. ...cannot confirm. Unknown, staff not aware of number of events. Have any of these events been previously reported to ethicon? If yes, please provide the pc number. No. Events reported via: 2210968-2022-01469, 2210968-2022-01470 and 2210968-2022-01471.